Event description:
The patient already had 2 cook zilver self-expanding biliary stents in place prior to this procedure. On (B)(6) 2009, an endoscopic retrograde cholangiopancreatography (ercp) was performed in an attempt to place a third cook endoscopy zilver self-expanding biliary stent. When the stent was being deployed, the medical staff could not visualize the stent. The stent delivery system was removed from the endoscope and patient. While outside the patient, the stent delivery system was partially extended but the stent was not located inside. After two physicians reviewed the x-rays, the location of the missing stent could not be determined. Another stent was placed to finish the procedure. The initial reporter indicated a section of the device did not remain inside the patient's body based on the physicians that examined the x-rays. The patient in this case did not require any additional medical procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The missing stent could have been inadvertently deployed by the user while the deliver system was located inside the accessory channel of the endoscope. This was immediately communicated to the medical facility as a possibility in determination of stent location. Because the endoscope is a device that is cleaned and used in different procedures and the stent could be inside the accessory channel, this report is being provided out of an abundance of caution. Evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described due to the condition of the returned device. The stent has been fully deployed from the stent delivery system and was not included in the return. The clear cap remains tight on the proximal end of the delivery system. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Stent deployment inside the accessory channel of an endoscope can occur if the handle of the stent delivery system is advanced unintentionally before the stent is in place for deployment. The instructions for use direct the user to advance the device in short increments until it is endoscopically visualized exiting the endoscope. Once the stent delivery system is in the correct position for deployment, the user is instructed to loosen the cap on the proximal end of the stent delivery system. The instructions for use direct the user to begin stent deployment by holding the wire guide port hub stationary and slowly pulling back on the stent delivery system while monitoring the position of the stent fluoroscopically. The user is directed to continue pulling back on the stent delivery system until it is fluoroscopically confirmed that the stent is completely deployed. The instructions for use direct the user to fluoroscopically visualize the radiopaque markers on either end of the stent for proper stent placement. Prior to distribution, all zilver biliary self-expanding biliary stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.